Event description:
Service required error code r203c (hub device error) and r2002 (power system error) was received on the customer support helpline queue. Customer care reached out to the patient and spoke to the patient caregiver who reported that the patient have been getting the service required error code on and off. Patient's caregiver further stated that they tried rebooting the system and it cleared for a while but then the service required code came back again. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned monitor passed isl(safety) and failed eit(performance). Kmt engineering evaluated the returned monitor and observed hvm power supply service error code indicated failure to discharge due to a previously identified and addressed manufacturing issue.